Manufacturer narrative:
The sureform stapler 30 white reload and sureform 30 stapler instrument were returned together for failure analysis evaluation. The sureform 30 white reload was not installed on the instrument jaws. The stapler reload was returned without the installation or removal tools. A visual inspection found that the tail of the stapler reload was broken. As a result, an attempt to install the stapler reload onto the jaws of the instrument was not possible. The stapler reload was returned unfired. There was no material missing as a result of the break. The tail most likely broke during an attempt to install the reload onto the instrument's jaws without using the installation tool. The sureform 30 stapler instrument was found to have multiple stapler reload recognition failures based on a log review. An in-house sureform 30 white reload and an in-house sureform 30 gray reload were individually installed on the instrument jaws. The instrument was then placed on the in-house system. The instrument passed the initialization test. The stapler reloads were recognized successfully. The stapler reloads were then tested for fire and passed with no issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recognition issue with a sureform 30 white reload. In addition, the scrub technician was unable to remove the stapler reload(s). The customer was never able to fire the sureform 30 stapler instrument. The procedure was converted to open surgery for an unspecified reason. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.